Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, opening main drawer 3.1 caused the device to shut down. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in incident, it was determined that the drawer had defective slide rails and bus cable. A field service engineer (fse) replaced the drawer using spare drawer from site and also replaced the bus cable to resolve the issue and customer tested functionality. The system functioned as intended after the field service engineer repaired the device.